Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Additional clip was deployed to stabilize the slda clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.